Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the entire pinch in the tip of tip-up fenestrated grasper had fallen off. There was no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube at the distal tip. The main tube was found to have missing pieces. Components adjacent to this broken main tube do not show damage. Additional related observation: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis was found to be completely detached from the main tube. The complaint was confirmed by failure analysis.